Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 24-jul-2025 listed on smartsolve due to insufficient data in the trace/history files. No under delivery anomaly noted. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for under delivery anomaly was not confirmed. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported a blood glucose value of 1133 mg/dl due to insulin pump not delivering the insulin even customer delivered the insulin using the pump. The customer experienced hyperglycemia and diabetic ketoacidosis, had an emergency room visit, was hospitalized and treated with intravenous insulin infusion, manual injection and with the insulin pump. The customer also experienced symptoms of feeling sick/unwell, extremity pain/cramps and vomiting at the time of hospitalization. The event involved product(s) mmt-1884, mmt-332a, mmt-242a and unk_sensor. Troubleshooting was performed. Customer reported possible under delivery of the pump. The customer has been using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. Product mmt-1884 was requested and customer agreed to return the device. No product return is required for mmt-332a, mmt-242a and unk_sensor.